Manufacturer narrative:
Test strips. Ref MDR: 2150060-2009-00047, 2150060-2009-00048.

Event description:
The customer alleged the cidex opa test strips failed sterilization tests. The customer stated that no injuries were involved.